Event description:
The customer reported to customer service that the casing on the transformer was cracked and coming off. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Per follow-up with the customer on (B)(4) 2012, she confirmed the transformer box did open and wires were visible. In summary, a breach in the transformer housing was confirmed, which is a safety risk. Damage of this type is generally associated with a severe impact from a drop or collision. We will continue to monitor for similar complaints. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.6 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.2 ohms, which is normal and indicates that the thermal fuse did not blow.